Manufacturer narrative:
The lead was later returned for analysis. Upon receipt at our post market quality assurance laboratory, visual inspection confirmed a puncture hole in the lead insulation through the rate/sense (rs-) and distal high voltage lumens 355 millimeters from the terminal pin. Body fluid was noted in the rs- and distal high voltage lumens. The rs- gore was bunched in several places. Some of the coils were out of alignment due to the bunched gore. A cut was also noted in the distal spring electrode gore. The proximal end of the distal spring electrode was separated from the lead body insulation. Additional visual inspection noted the helix was retracted and body fluid was noted in the helix housing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. The irregularity in helix function was likely due to the body fluid in the helix housing, however the lead body damage may have contributed. Laboratory analysis was unable to confirm the reported lead dislodgement.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture and out of range impedance measurements. It was found that the lead had dislodged. A revision procedure was performed and an attempted to reposition the lead was made. However, difficulty extending the helix mechanism was experienced. The insulation of the lead was also punctured during the procedure. This lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.